Event description:
The catheter was inserted over a spring wire. After the insertion was completed, difficulty was encountered removing the spring wire guide. Surgical removal of the spring wire guide was necessary. The pt expired several days later due to their underlying clinical condition. This event did not contribute to the pt's death.